Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and an obturator sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and obturator sling was implanted on (B)(6) 2011 in order to treat stress urinary incontinence, vaginal prolapse, cystocele, and rectocele. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and has undergone additional surgeries and revisionary procedures. The patient reported increased incontinence, pain, dyspareunia and pelvic spasms. No additional information was provided.

Manufacturer narrative:
Additional narrative: it was reported that the patient underwent mesh revision on (B)(6) 2015 by dr. (B)(6) at (B)(6) medical center.

Event description:
It was reported that the patient underwent mesh revision on (B)(6) 2015 by dr. (B)(6) at (B)(6) medical center.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-05156. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). Additional narrative: the patient reports increased incontinence, pain, dyspareunia and pelvic spasms. (B)(4). Dyspareunia. Pelvic spasms. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.